Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 21ga 2in had sterility issues. The following information was provided by the initial reporter, translated from (B)(6) to english: "furthermore, the analysis of the last batches me0044 and me0045 of the product methyl prednisolone nad revealed non-compliant sterile microbiology results (non-compliant needles)."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 170324. The review confirmed that all routine sterilization processes and tests were carried out normally during the production process. The needles were sterilized with no quality issues identified. The sterilization parameters were within compliance with the validated process and biological indicators were satisfactory for the forty external process challenge devices (pcd) which were used to monitor the sterilized load. Each pcd contained a biological indicator, which is a test strip of paper implanted with bacteria. The bacteria on the test strip was killed during the sterilization process. Bioburden tests have also been conducted with satisfactory results. To aid in the investigation of this incident, twenty samples were provided for evaluation by our quality engineer. As the customer storage conditions cannot be confirmed, the manufacturing plant is unable to use the samples provided for further testing purposes related to this defect. Considering the information provided and through review of the production and inspection records, it is not possible to identify a cause related to the manufacturing process.

Event description:
It was reported that the needle 21ga 2in had sterility issues. The following information was provided by the initial reporter, translated from french to english: "furthermore, the analysis of the last batches me0044 and me0045 of the product methyl prednisolone nad revealed non-compliant sterile microbiology results (non-compliant needles)."